Event description:
(B)(4). Went to see an allergist doctor in reference to my hives issue. She recommended that I try to obtain an essure coil to do a direct skin test to see if I had a reaction to the metal/nickel contained in the device. An essure coil was placed on my skin for 24-48 period held in place by a loose bandaid. After about 12 hours, my skin was burning so intensely that I had to remove the bandaid and device. The skin was raised, extremely red, and itching. I also had an extensive reaction to the adhesive in the latex free bandaid, which I had not experienced before. I had to ingest 2 zyrtec a day to alleviate symptoms so I could sleep that night. Approximately 12 hours after removal, the area of skin where it was placed, worsened in swelling. In total, it took 7+ days for the redness and swelling to subside, as well as taking 2 zyrtec a day. My allergist had also placed me on 1 tablet of ranitidine to aid in the treatment of my hives as an h2 histamine blocker, because the zyrtec was not totally combating them itself. After the response that I got to this test, I requested an ultrasound of my abdomen to see if there was inflammation surrounding my essure coils. The ultrasound showed my uterus to be twice the appropriate size. I am scheduled to have a hysterectomy and am sure she will likely find extensive inflammation. My menstrual cycle was almost crippling this month having lasted up to 2 weeks, with continual spotting and break through bleeding.